Manufacturer narrative:
(B)(4). During baxter's evaluation, false air in line alarms were confirmed. Further evaluation was unable to reproduce the false air in line alarms. The confirmed symptom was found to be caused by low upstream sensor values due to a failed upstream sensor. The failed upstream sensor was replaced.

Event description:
During baxter's functionality testing of a spectrum pump, it displayed the air in line message. There was no patient involvement.